Manufacturer narrative:
Investigation results: the device has not net been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned, and the investigation completed.

Event description:
Received e-mail from another country's distributor on 12/16/08 stating, "the hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring was broken "cracked" during preparation by the surgeon. The procedure was completed using a side-biter clamp. There were no patient consequences."